Event description:
In 2009, the pt reported that an e4 (occlusion) error was displayed on the infusion device while attempting to bolus. She was advised to disconnect from the infusion site and she primed without error. She stated there were air bubbles in the infusion tubing that did not move during the prime. She attached a new infusion tubing and primed successfully. She reconnected to the infusion site and completed her bolus without error. She stated that she had changed the infusion site and tubing earlier in the day. She reported that her blood glucose had been elevated to approx 400 mg/dl all day and she attributed this to the e4 error. She stated she is new to infusion therapy and her target blood glucose level is 230 mg/dl. The pt did not require medical assistance from a healthcare professional or second party at address the issue. The infusion set was requested to be returned for evaluation.